Manufacturer narrative:
The reported event of missing electrograms was not confirmed. Based on the software analysis, it was determined that the firmware and programmer software are performing per design.

Event description:
It was reported that the patient presented for follow -up after high voltage therapy was appropriately delivered by the implantable cardioverter defibrillator for an episode of ventricular fibrillation. A device interrogation revealed what appeared to be episodes of atrial fibrillation (af) with rapid ventricular rate (rvr). However, there were no recorded episodes of mode switch or other stored episodes of af. The physician questioned if stored electrograms were missing, or the device under-sensed previous arrhythmia episodes. No interventions were or patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.